Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. Somtimes post procedure, it was reported that a pediatric patient experienced a catheter break. According to the report, the catheter fractured and migrated into the patients heart. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.